Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), device dislocation ("during surgery, coil were not located in the fallopian tubes") and pregnancy with contraceptive device ("pregnancy on essure") in a female patient (gravida 1, para 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), vaginal infection ("constant vaginal infections"), dysgeusia ("metallic taste in mouth") and amnesia ("memory loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal pain lower, tooth disorder, migraine, fatigue, abdominal distension, dyspareunia, vaginal infection, dysgeusia and amnesia outcome was unknown and the device dislocation had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The delivery occurred on (B)(6) 2017. The reporter considered abdominal distension, abdominal pain lower, amnesia, back pain, device dislocation, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2017, she delivered a child; her son was born premature and was diagnosed with congenital heart failure. On (B)(6) 2017, her infant son underwent a open-heart surgery (case (B)(4)). On (B)(6) 2017, she underwent a laparoscopic bilateral salpingectomy. During surgery, physician discovered that coils were not located in the fallopian tubes and were not removed during surgery. Most recent follow-up information incorporated above includes: on 30-apr-2018: legal claim received. Events added: chronic fatigue, abdominal bloating, pain during intercourse, migraine headaches, constant vaginal infections, metallic taste in mouth, memory loss and during surgery, physician discovered that coils were not located in the fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), device dislocation ("during surgery, coil were not located in the fallopian tubes") and pregnancy with contraceptive device ("pregnancy on essure") in a female patient (gravida 1, para 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In march 2015, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), vaginal infection ("constant vaginal infections"), dysgeusia ("metallic taste in mouth") and amnesia ("memory loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparosocpic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal pain lower, tooth disorder, migraine, fatigue, abdominal distension, dyspareunia, vaginal infection, dysgeusia and amnesia outcome was unknown and the device dislocation had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The delivery occurred on (B)(6)2017. The reporter considered abdominal distension, abdominal pain lower, amnesia, back pain, device dislocation, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6)2017, she delivered a child; her son was born premature and was diagnosed with congenital heart failure. On (B)(6)2017, her infant son underwent a open-heart surgery (case 2018-092579). On (B)(6)2017, she underwent a laparoscopic bilateral salpingectomy. During surgery, physician discovered that coils were not located in the fallopian tubes and were not removed during surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a devicerelated defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") and pregnancy with contraceptive device ("pregnancy on essure") in a female patient (gravida 1, para 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), tooth disorder ("excessive dental problems") and migraine ("excessive migraine headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal pain lower, tooth disorder and migraine outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2017. The reporter considered abdominal pain lower, back pain, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.